Manufacturer narrative:
This report is submitted on may 17, 2019.

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2019 due to an infection and extrusion of the device. Oral antibiotics were administered on more than one occasion (specific dates not reported). It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.